Event description:
It was reported that the patient had a nickel allergy and the capsule was placed. The patient had an asthma episode and went to the emergency room. An x-ray was performed and the capsule was still attached. The patient went home after going to the emergency room. The doctor decided to remove the capsule on (B)(6) 2026 and the capsule was successfully removed. The patient went home in good condition after capsule removal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had a nickel allergy and the capsule was placed. The patient had an asthma episode and went to the emergency room. An x-ray was performed and the capsule was still attached. The patient went home after going to the emergency room. The doctor decided to remove the capsule on (B)(6) 2026 using roth net and the capsule was successfully removed. The patient went home in good condition after capsule removal.